Manufacturer narrative:
Company representative evaluated the system and was unable to duplicate the reported problem. As a preventative measure, the telepack was replaced.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, false arrhythmia alarms were displayed. No pt injury was reported.